Event description:
During broach sequence, the tip of the tri-lock broach 5.0 broke off and was left in the pt. It was discovered on the post-op films.

Manufacturer narrative:
Visual examination of the returned item confirms the observation. Based on the MFR date of the item the root cause is attributed to design. Design improvements have been established to prohibit occurrences of this issue. A complaint database search finds no reports for this product code mfg after this design improvement. Further corrective action is not indicated at this time. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.